Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had been experiencing an abrupt stop in therapy and a loss of stimulation. The patient reported that even when the ins was properly charged, they felt like it had a low battery because they would stop feeling stimulation. The patient stated that his would happen in multiple positions about 3-4 times per day. They reported that to resolve the issue, they would not do anything, and the stimulation would just start again on its own. The patient also reported that when they were in the lying position, they only felt stimulation on the left side. They stated that they were programmed to feel stimulation in both legs, but when they were upright, sitting, or walking, they would not feel stimulation in both legs. During the call, the patient stopped feeling stimulation several times. They reported that sometimes the stimulation sensations would return gradually, sometimes abruptly, and sometimes they were very strong, causing the patient to ¿call out.¿ the caller noted that they were under the impression that adaptive stimulation (as) was not active currently. The patient was instructed to sync with the patient programmer (pp), which showed the stimulation to be on. They stated they were on group a, program 1 at 2.5 v, and program 2 at 2.5 v upright. Product services had the patient change positions, so the patient synced again and saw ¿lying b.¿ the patient increased stimulation on programs individually and was able to feel stimulation on both sides again. The patient noted that those programs had always been at the same number, but now they had to change numbers to feel stimulation on both sides. The patient reported that they had a fall, but it was not on the ins. The caller was redirected to follow-up with a healthcare professional. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The hcp stated that the cause of the loss of stimulation, low battery, position-dependent loss of stimulation, very strong stimulation, and how the fall affected the system remains unknown. The device needs to be assessed by the manufacture representative (rep) first. The rep was contacted and requested to work with the patient to assess the complaints and settings. If they are unable to resolve they will schedule an appointment with the provider. The patient¿s weight at the time of the event remains unknown. No further complications were reported/are anticipated.